Manufacturer narrative:
(B)(4) initial report received from the FDA. Pharmacovigilance comments: the serious event of visual impairment was considered expected and possibly related to the treatment. Serious criteria included other serious (important medical event) in agreement with the assessment in the case report received from the FDA. The patient medical history, clinical course and event outcome were not reported. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report received from the FDA on 26-nov-2018 by a patient of unknown age and gender. No information was provided about medical history, concomitant medication, history of allergies or previous filler treatments. In 2009, the patient received treatment with an unknown amount of restylane to the nasolabial folds with an unknown needle type and unknown injection technique. The reported lot numbers were not valid. On (B)(6) 2009, the patient experienced partial blindness in one eye (visual impairment). Treatment for the adverse event was not reported. Outcome at the time of the report: partial blindness in one eye was unknown.